Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: bia-alcl (breast implant-associated anaplastic large cell lymphoma), "fluid accumulation (effusion)", "deformity of implants", rupture, and lymphadenopathy. The following reported events are physiological complications, and device analysis typically does not help allergan determine the cause: lymphoma - alcl, "fluid accumulation (effusion)" and "lymphadenopathy". Article citation: maccio, umberto et al. ¿clinical and pathological features of lymphomas in the breast: a comprehensive multicentric study.¿ scientific reports vol. 15,1 29032. 8 aug. 2025, doi:10.1038/s41598-025-13214-w. Reporter: (B)(6). Due to limited information available about reportable events and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article.

Event description:
Through journal article "clinical and pathological features of lymphomas in the breast: a comprehensive multicentric study", six of "92 total breast lymphoma cases in the study" were noted as having bia-alcl (breast implant-associated anaplastic large cell lymphoma). Of these patients, three patients were diagnosed with "fluid accumulation (effusion)", one with "deformity of implants", one with rupture, and two with lymphadenopathy. While histopathological markers were not reported individually, the authors mentioned representative findings of alk negative and cd30 strongly positive. Imaging and biopsies were used for diagnosis. Affected sides and treatments were not specified. Status of device is unknown.